Event description:
It was reported that drill bits and screw tray are rusting in the mandible set. There was no pt impact, as the issue was discovered outside the operating room when stocking the set. This is report 6 of 6 for this event.

Manufacturer narrative:
The module was returned with the screw plate discolored, consistent with rust, at the laser etch markings. The rivets that hold the screw tray secure did not show signs of rust. The device passed specification investigation. A review of the device history records could not be performed as no lot number was provided. The root cause could not be determined. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR.